Manufacturer narrative:
The service engineer evaluated the ventilator and replaced eprom's (erasable programmable read-only memory) and air intake manifold assembly. After servicing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The eprom's and air intake manifold assembly was visually inspected with no anomalies observed. The components were connected to a test ventilator. The ventilator failed the power on self test. The fault was isolated to a component on the eprom. There was no malfunction or product deficiency identified on the returned air intake manifold assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 760 ventilator had failed post (power on self test) and additionally est (extended self test) failure occurred because of faulty air intake assembly. The ventilator was not in use on a patient at the time of the reported event.